Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) had sensitivity issues. The measured sensitivity was higher than the setting for the device. The device was swapped out for another epg and was sent for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board was out of electrical specification. It was also noted that the lower case was broken and the interconnect flex was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) had sensitivity issues. The measured sensitivity was higher than the setting for the device. The device was swapped out for another epg and was sent for repair. No patient complications were reported as a result of this event.